Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving baclofen with concentration 2,000.0 mcg/ml at 208.8 mcg/day via an implantable pump for unknown indications for use. It was reported that as per the pump logs the following occurred: (B)(6) 2025, 17:28 - critical alarm regarding pump motor stall, (B)(6) 2025, 17:36 - pump motor stall recovery, (B)(6) 2025, 19:16 - critical alarm regarding pump motor stall, (B)(6) 2025, 20:34 - pump motor stall recovery, (B)(6) 2026,18:07 - critical alarm regarding pump motor stall, and (B)(6) 2026 18:15 - pump motor stall recovery. No patient symptoms were reported.